Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call indicating that the insulin pump had damage. Customer's blood glucose at time of incident was unknown. Customer stated that there are cracks on reservoir compartment and battery compartment. Customer was advised that pump would be replaced. The customer reported via phone call indicating that she was hospitalized due to high blood glucose. Customer's blood glucose at time of admission was 300 mg/dl. The customer was admitted to the hospital. Customer was released the same day (B)(6) 2016 and then had to go back in on (B)(6) 2016 and was hospitalized until (B)(6) 2016. Customer was wearing the pump at time of hospitalization. Customer declined further troubleshooting for high blood glucose.